Event description:
A consumer reported that consumer is seeing reflections at night following implantation of an intraocular lens. The association between this event and the intraocular lens is not known.